Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) is part of an implanted system that exhibited a low pacing impedance measurement.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.

Manufacturer narrative:
No other additional information is available at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that the model/serial number for the rv lead is 0296/(B)(4). At a follow-up, a decrease in pacing impedance measurements was noted from 600 to 200 ohms. An insulation issue was suspected. Resolution of this issue was requested, but no further information was available. As no further information concerning this report is expected, our investigation is complete. This report will be updated should further information be provided.

Event description:
Additional information was received that the rv lead and device continued to exhibit low out of range pace impedance measurements. All other measurements were normal. No plan for revision. No adverse patient effects were reported. The lead remains in service.